Event description:
It was reported that during an implant attempt, the helix on the right ventricular lead stretched after deployment into the muscle and then dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed the helix was bent. It was also noted that there was blood on the distal end of the electrode, the defibrillation superior vena cava (svc) coil was kinked/buckled, and ther was apparent damage at implant. (B)(4).

Event description:
It was reported that during an implant attempt, the helix on the right ventricular lead stretched after deployment into the muscle and then dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.